Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the battery and the charge board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system wouldn't boot up. No pt injury was reported.